Event description:
Dealer states the lift is broken and the wheel snapped off and broke into the lift.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.